Event description:
The customer stated that his meter was set wrong. Upon probing, it was determined the meter was set in mmol/l. The customer continued to take his medication as prescribed even though he know his meter was not reading correctly. He did not allege any adverse events. The meter will be returned for evaluation, and a replacement will be sent.